Event description:
A consumer reported following an intraocular lens (iol) implant procedure, he was told that his right lens was one diopter off in power. The consumer reported that before his procedure, the surgeon explained to him that with his history of lasik in that eye, his calculations may "be off". He said that the surgeon admitted postoperatively that there was a calculation error due to his cornea, but that he had selected the "most conservative" calculation. The surgeon offered to replace the iol, piggyback the iol or do a lasik enhancement. The consumer decided to seek a second opinion. The ophthalmologist that he consulted with diagnosed him with a decentered lens and also indicated that one of the haptics of the iol was missing and the iol had migrated nasally. The surgeon recommended an explant. The consumer returned to his initial surgeon and was told that the lens was centered, the haptic was intact, but that he now had a hazy capsule. The surgeon recommended a yag capsulotomy. The consumer has decided to schedule an explant.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported events. A consumer reported conflicting information attributed to the original surgeon and the doctor who provided the second opinion: following the (iol) implant procedure the right lens was one diopter off in power. The surgeon explained that with the history of lasik the calculations may "be off". The surgeon admitted postoperatively that there was a calculation error due to the cornea. The surgeon offered to replace the iol, piggy-back the iol or do a lasik enhancement. Second opinion: the ophthalmologist told him the lens was decentered lens, had a missing haptic and had migrated nasally (explant recommended). Returned to initial surgeon who informed the lens was centered, the haptic was intact, but that capsule is hazy (yag capsulotomy recommended.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. Initial reporter:. Zip code is not indicated at this time. (B)(4).

Event description:
Additional information was received that the lens was removed.